Event description:
On (B)(6) 2010, patient reported the down button on his infusion device was defective. Up button continues to function as intended. This was first noticed on (B)(6) 2010 as an intermittent case. Down button then stopped responding completely. Patient has used this infusion device since (B)(6) 2008, and boluses 4 times per day. Down button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.